Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye to address a torn haptic. The incision was enlarged to remove the lens. Another lens of same model was implanted successfully. Please ref MDR# 1119279-2013-00136 for the delivery device used in this event.

Manufacturer narrative:
The lens was has been returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.